Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID tm91scs2 (serial: (B)(6); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt states she met with a manufacturing representative (rep) in office on 15th october and the pt at that time felt stimulation across her whole back but sometime on the 16th or 17th the pt reported feeling stim in a single spot. The pt states she did not make any adjustments herself since meeting with the rep. Agent attempted to connect to ins to adjust stimulation but was unable. Agent attempted to walk the patient through connecting to the ins and the communicator initially displayed message 'is the communicator on' and then prompted pt to scan/manually enter sn of communicator. Pt manually entered the serial number. The communicator was still not found by handset and agent prompted pt to do a reset. However, it was eventually discovered that the communicator power light was blinking yellow twice indicating it was depleted. Pt confirmed after some verbiage struggles that she had been charging handset and com municator at the same time using power supply. Agent had pt plug in just the communicator and the green light was blinking indicating it was charging. Agent advised the pt to charge communicator for 30-45 minutes and then call back for further guidance on adjusting stimulation.